Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was in good condition. It was noted that in the event log during the 2nd dose on (B)(6) 2023, the pump stopped. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by the user. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion took longer than programmed. The programming of the pump was correct. No patient injury reported.